Event description:
It was reported that during the post op check it was noted by the physician that implant detect was still on for the device. It was also reported that no diagnostics had been stored. It is not known why implant detect did not complete during implant even though the leads were connected. The implant detect feature was turned off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.